Event description:
The customer reported about the sensor reading and blood glucose discrepancy and received threshold suspend. Customer stated the sensor reading was 59 mg/dl and blood glucose was 134 mg/dl. Troubleshooting was done. Advised customer to calibrate 3-4 per day when blood glucose are stable to get closer readings of sensor glucose versus blood glucose readings. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.